Event description:
"Low output energy error" message was originally reported in 2003. After being sent to service the laser, the tech determined that the laser could not be repaired in the field and requested that the laser be returned to trimedyne for further eval and repairs. The extent of the damage to the laser was not apparent until the laser was examined at trimedyne. After laser was returned and an in-house eval was completed, it was determined that this was a reportable event.